Manufacturer narrative:
Based on the additional information obtained regarding the disposable, kci's assessment remains the same; it cannot be determined that the alleged swelling and wound dehiscence was related to the prevena¿ incision management system.

Event description:
A device history review of the prevena¿dressing lot number 5563987 found all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged swelling and wound dehiscence was related to the prevena¿ incision management system. There have been several attempts made to gather additional information, but there has been no response. Device labeling available in print and online states: full canister: the canister may fill up with fluid before your therapy is done. If you see a large amount of fluid (other than blood) in the canister, turn off the therapy unit. Call your doctor right away. The therapy unit will let you know when the canister is full. Warnings: infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel an increase in soreness at the dressing; have redness around the dressing; feel feverish; feel itching at the dressing; feel warmth at the dressing; have pus at the dressing; have a bad odor at the dressing. Allergic reaction: the dressing may cause an allergic reaction if you are sensitive to acrylic adhesives or to silver. The following symptoms may mean you are having an allergic reaction. Call your doctor right away if you: notice redness; notice swelling; develop a rash; develop hives; develop itching. If you feel short of breath, your allergic reaction may be more serious. Immediately call your local emergency service. Turn off the therapy and remove the dressing.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the prevena¿ incision management system allegedly experienced a technical issue and the patient's leg was swelling. On (B)(6) 2018, the following information was reported to kci by the patient: the patient stated that the prevena¿ incision management system was removed in the emergency room two days after placement. On (B)(6) 2018, the patient underwent an incision and drainage surgery for wound dehiscence allegedly due to prevena¿ system not properly draining exudate. The surgeon subsequently placed the patient on an activ.a.c.¿ therapy system with no issues. No additional information is available. A device history review for lot number 5563987 is currently pending completion.